Event description:
It was reported via repair work order that the bed lift was drifting due to damaged nylon glides/nuts. It was also reported that gatch section capacitor missing with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.